Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to verify the reported issue with the customer's power supply cord. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause was isolated to the power pcb assembly. The customer declined the repair, so the device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates the cause was isolated to the power pcb assembly. The customer declined the repair, so the device was returned to the customer unrepaired. Section h10 and/or h11, additional mfg narrative of the initial medwatch report should indicate it was determined the cause of the issue was the aux power supply. The customer declined the repair, so the device was returned to the customer unrepaired.